Event description:
It was reported that while attempting to remove the itind, the suture became detached from the hub. The removal procedure was not performed under anesthesia, only a local topical gel. The procedure took roughly two hours and the patient experienced "additional trauma" to the urethra from multiple removal attempts. A cystoscope was ultimately required, in addition to grasping forceps, to remove the device. No other medical intervention was required. Following the procedure, there were no other injuries.